Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip stuck between jaw and plastic cover. The next clip would not feed into the jaw properly. The instrument returned to normal after clip was removed. There was no consequence to the pt.